Event description:
Affiliate reported that on (B)(6) 2005, the device was implanted via v-p shunt at 120mm h2o. MRI was conducted every year. No problem had been found. In (B)(6) 2010, it was found through x-ray that the white marker came off from the base plate. The pressure was changed to 180mm h2o without any problem. On (B)(6) 2010, after a regular MRI, the doctor tried to change the pressure to 120mm h2o, however, the pressure became 70mm h2o. The doctor tried to set the pressure again by the programmer (B)(4), but the pressure became 100mm h2o. Slit ventricle syndrome was noted through CT. The pt condition is stable and the device will be replaced soon.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval as it is still implanted in the pt. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.